Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation, an anomaly on posterior view was observed on the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within the crease/fold measuring approximately 0.3 cm. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this 5775028 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 27, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, breast lumps, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with two 350cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade iii, breast mass/lump and gel ruptures, post-operatively. As a result, the patient underwent bilateral removal and replacement on (b)(46) 2020 with the following devices: (left) 175cc mentor smooth round moderate plus profile saline catalog: 3502175 lot: 9376804 sn: (B)(4) and (right) 175cc mentor smooth round moderate plus profile saline catalog: 3502175 lot: 9376804 sn: (B)(4). This medwatch form is for the left breast prosthesis.